Event description:
Healthcare professional reported "pain, induration, deformity, rupture and capsular contracture baker grade IV". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Continued: e.1. State: rs phone number:(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.